Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis of electronic records and files. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time.

Event description:
The ICD involved in this complaint report was implanted in 2006. Upon a follow-up visit performed in 2007, the physician observed that oversensing episodes were recorded in the implant memories since the previous month. Inappropriate therapies (shocks) were delivered by the ICD because of this oversensing phenomenon. No specific event related to patient's activities was reported since implant. Impedance and continuity measurements were stable since implant.